Manufacturer narrative:
This report was generated in error.

Manufacturer narrative:
The exact implant date is unknown. Complaint conclusion: as reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The patient was admitted to the hospital for a CT scan on his abdomen. The results of this scan showed that the patient¿s trapease filter was now located below the renal veins. Further evaluation was required on the filter as a result of the malfunction of the trapease filter, the patient has suffered and will continue to suffer from permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient is currently in a weakened and susceptible state for future injuries. The patient has suffered and will continue to suffer significant medical expenses, pain and suffer, loss of enjoyment of life, disability, and other loses and will have this faulty device permanently implanted along with other injuries. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Clinical factors that may have influenced the event include patient and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The patient was admitted to the hospital for a CT scan on his abdomen. The results of this scan showed that the patient¿s trapease filter was now located below the renal veins. Further evaluation was required on the filter as a result of the malfunction of the trapease filter, the patient has suffered and will continue to suffer from permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient is currently in a weaken and susceptible state for future injuries. The patient has suffered and will continue to suffer significant medical expenses, pain and suffer, loss of enjoyment of life, disability, and other loses and will have this faulty device permanently implanted along with other injuries.

Manufacturer narrative:
Additional information was provided and is available in: (event description). (Date received by the manufacturer). (Evaluation codes). 2135 ¿ ivc perforation. 2522 ¿ tilt. (Product code). Complaint conclusion: as reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Per the patient¿s implant records: the preoperative diagnoses were closed fracture of subtrochanteric section of femur; open wound of mouth, other and multiple sites, complicated sialoadenitis; and injury to multiple blood vessels of head and neck. The filter was implanted just below the position of the renal vein. The patient had a CT scan on his abdomen that revealed the trapease filter was located below the renal veins. Approximately two years and nine months post implantation the patient underwent a CT abdominal scan for unspecified injury of the inferior vena cava. The CT scan showed no acute abnormality within the abdomen. The ivc filter was present below the level of the renal veins. Diastasis of the rectus abdominis was also noted. Per the patient profile form (ppf), the patient reports perforation of the filter strut(s) outside the ivc and tilt. The patient also reports depression and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The patient was admitted to the hospital for a CT scan on his abdomen. The results of this scan showed that the patient¿s trapease filter was now located below the renal veins. Further evaluation was required on the filter as a result of the malfunction of the trapease filter, the patient has suffered and will continue to suffer from permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient is currently in a weaken and susceptible state for future injuries. The patient has suffered and will continue to suffer significant medical expenses, pain and suffer, loss of enjoyment of life, disability, and other loses and will have this faulty device permanently implanted along with other injuries. The following additional information was received per the patient¿s implant records: the patient¿s preoperative diagnoses was closed fracture of subtrochanteric section of femur; open wound of mouth, other and multiple sites, complicated sialoadenitis; and injury to multiple blood vessels of head and neck. The filter was implanted just below the position of the renal vein. Approximately two years and nine months post implantation the patient underwent a CT abdominal scan for unspecified injury of the inferior vena cava. The CT scan showed no acute abnormality within the abdomen. The ivc filter was present below the level of the renal veins. Diastasis of the rectus abdominis was also noted. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately two years and ten months post implantation. The patient reports perforation of the filter strut(s) outside the ivc and tilt. The patient also reports depression and anxiety.

Manufacturer narrative:
Medical records received indicate that the device remains at the implanted site and was confirmed that it did not migrate as previously implied by the legal brief. Clinical review of the additional information received indicates that the patient did not experience a serious injury as per the medical device regulation. Therefore, the events described do not meet the reporting requirements of a serious injury. No further reports will be forthcoming at this time. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The patient was admitted to the hospital for a CT scan on his abdomen. The results of this scan showed that the patient¿s trapease filter was now located below the renal veins. Further evaluation was required on the filter as a result of the malfunction of the trapease filter, the patient has suffered and will continue to suffer from permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient is currently in a weaken and susceptible state for future injuries. The patient has suffered and will continue to suffer significant medical expenses, pain and suffer, loss of enjoyment of life, disability, and other loses and will have this faulty device permanently implanted along with other injuries. The following additional information was received per the patient¿s implant records: the patient¿s preoperative diagnoses was closed fracture of subtrochanteric section of femur; open wound of mouth, other and multiple sites, complicated sialoadenitis; and injury to multiple blood vessels of head and neck. The filter was implanted just below the position of the renal vein. Approximately two years and nine months post implantation the patient underwent a CT abdominal scan for unspecified injury of the inferior vena cava. The CT scan showed no acute abnormality within the abdomen. The ivc filter was present below the level of the renal veins. Diastasis of the rectus abdominis was also noted.